Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed a small cut in the tubing, approximately 0.2 cm in length. Gravity testing was performed, and the set leaked through the tubing. Therefore, the reported issue was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from an unspecified location. This occurred during infusion of high viscosity parenteral nutrition solution using a baxter colleague pump. The reporter stated that the flow rate was 1-2 ml/hour but it was possible that the flow rate was increased to 5 ml/hour. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.